Event description:
Litigation papers allege: metal and metal ions into her body tissues and blood, pain, distress, anxiety, and limitation of movement. Patient sustained significant economic damage, interfering with daily living activities and interference with her ability to perform other economically productive enterprises.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: - sales rep reported revision surgery. Patient was revised due to patient request. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.